Event description:
It was reported that fracture of the atrial lead was suspected. Atrial sensing was sporadic through the analyzer measurments and the morphology did not appear intrinsic. When pacing through the analyzer, the atrium did not appear to capture. The lead was capped.

Manufacturer narrative:
No medwatch form was received.